Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the device was damaged during use. There was no report of patient impact. The following information was provided by the initial reporter: when performing the venipuncture on the patient and trying to remove the catheter, it comes out with a broken core. Additional information by rcc: the catheter that was presented was broken, not the needle.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the device was damaged during use. There was no report of patient impact. The following information was provided by the initial reporter: when performing the venipuncture on the patient and trying to remove the catheter, it comes out with a broken core. Additional information by rcc: the catheter that was presented was broken, not the needle.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1090017, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing near the nose of the adapter. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.